Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying user advisory (ua) 2 (compression tracking error) and an unknown error messages, which is ua 45 (not at "home" position after power-on/restart) based on archive review, were not reproduced during functional testing, however, was confirmed through the archive data review. No device malfunction was observed during the testing, and the platform worked as intended. Visual inspection of the returned platform was performed, and found no physical damage. The archive data review showed the occurrence of multiple ua 2 and ua 45 error messages on the reported event date, and the errors were cleared by the customer. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault, or error. The platform passed all functional tests, and is ready for clinical use. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example, ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 2 (compression tracking error) and an unknown error messages. The crew then changed the autopulse li-ion battery, however issue still persisted. Patient's status is unknown.